Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. An increase in pacing impedance measurements had also been observed along with loss of capture at maximum outputs. An invasive procedure was performed and the lead was found to have dislodged due to twiddler's syndrome. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted the lead body was twisted 11 - 19 centimeters (cm) from the is-1 terminal pin. The helix was fully retracted and no damage to the helix was noted. The twisting in the lead body may be related to twiddler's syndrome which led to lead dislodgement.